Manufacturer narrative:
(B)(4). The device was returned and the reported deployment issue and stent elongation was unable to be confirmed as the stent was already fully deployed. The tip separation was confirmed. Based on a visual and functional inspection of the returned product, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation determined that, a conclusive cause for the deployment difficulty could not be determined. The stent elongation and tip detachment was the result of operational context. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion with moderate tortuosity and moderate calcification in the right superficial femoral artery (sfa). After pre-dilatation, the supera stent was advanced to the lesion and thought to be deployed completely. However, the stent partially deployed in the outer sheath, and was not noted. When the supera delivery system was removed from the patient's anatomy, the stent stretched. Part of the stent remained in the vessel and approximately, 6 cm was hanging out from the patient's left common femoral artery/groin. Additionally, the catheter tip was missing, which was later noted to be in inside the guiding catheter. The patient was being treated at an out-patient facility; therefore, the patient was sent to a hospital for surgical removal of the stretched stent. No additional information was provided.